Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 6 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an embolism in the left cerebral hemisphere, which was diagnosed by a CT scan. The cause of the event was due to complexities of medical management. No further information was provided.

Manufacturer narrative:
Following the report of embolic stroke, the patient remained ongoing on vad-(B)(4)until they underwent a pump exchange on (B)(6)2016 due to device thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2016-01274. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke, neurologic dysfunction and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.